Manufacturer narrative:
On (B)(6) 2017 12:20 pm (gmt-4:00) added by (B)(6): internal complaint number trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had to be manually held by the cord to keep it working. They did not have extra cables to be able to check if it was the actual cable, so they got another power supply to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had to be manually held by the cord to keep it working. They did not have extra cables to be able to check if it was the actual cable, so they got another power supply to complete the procedure. The hospital did not report any patient effects.